Event description:
It was reported that the ventilator generated a technical error code indicating turbine module failure.. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The brand name has been corrected from "servo-air" to "base unit, servo-air". The ventilator was investigated on site by our field service engineer. The turbine module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned turbine module has been tested in a ventilator. The pre-use check passed successfully. No abnormal found during ventilation for 24 hours. The pre-use check passed successfully after the ventilation. The conclusion is that the turbine module is the cause of the issue. However, the reported issue could not be reproduced in the manufactured site. Therefore, no root cause can be established. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated.

Event description:
Manufacturer's ref. #: (B)(4).